Manufacturer narrative:
(B)(4). Importer's report number: (B)(4). (B)(4). CAPA: the reported events lump, swelling, nodule, inflammation, dermatitis, allergic reaction, malaise and pruritus are already addressed in the labeling. The event deformity is assessed as secondary to the lump. No corrective/preventive action is needed. Pharmacovigilance comment: a causal relation between the events and the treatment seems possible. The injection procedure including placement of the product may also have contributed to the events. The case is assessed to fulfill the criteria for reporting to competent authority due to the unforeseeable duration, in combination with the location of the events.

Event description:
(B)(4). A follow up report was received (B)(6) 2016 from the patient. The patient reported that she had undergone a second surgery to remove the lump underneath her eyes. The patient reported that the left eye looked good while the right eye still had unspecified issues. The patient reported that she would require an additional surgery. No further information was provided.

Manufacturer narrative:
(B)(4). CAPA: the reported events granuloma, lump, swelling, nodule, inflammation, dermatitis, allergic reaction, malaise and pruritus are already addressed in the labeling. The event deformity is assessed as secondary to the granuloma/lump. The event dry eye is unassessable due to limited information. No corrective/preventive action is needed. Device not returned to manufacturer.

Event description:
(B)(4). A follow up report was received 08-jun-2016 from a physician. The physician reported that the patient had additional medical history of hypothyroidism and allergy to demerol. The physician reported that she treated the patient after she had received injection of sculptra aesthetic 2 years previous from another provider. The physician reported that she saw the patient on (B)(6) 2014 when she presented with huge bumps or hard nodules in the bilateral tear troughs. The physician treated the areas with saline injection on (B)(6) 2014 and had some improvement. The patient worsened and was again injected with saline on (B)(6) 2015. The patient still had no improvement so the nodules were surgically excised on (B)(6) 2015 and again on (B)(6) 2016. The physician provided the pathology reports for both excision samples. The pathology report from the (B)(6) 2015 sample showed fibrous connective tissue containing embedded polarizable foreign body material and multiple foreign body granulomas. The pathology report from (B)(6) 2016 sample showed foreign body granulomatous inflammation. No further information was provided.

Manufacturer narrative:
(B)(4). CAPA: the event dry eye is unassessable due to limited information. No corrective/preventive action is needed.

Event description:
(B)(4). A follow-up report was received on 14-apr-2016 from the patient. She reported that she has had two surgeries since her 2012 inflammatory response to sculptra. She reported stress and hardship. In the past she was injected with restylane-l on (B)(6) 2011 with wonderful results that lasted approximately 8 months. She was treated with sculptra on (B)(6) 2012 to the areas below her eyes. Almost immediately she could tell things were not correct under her right eye. She saw the injecting physician numerous times in the weeks following the injections. She followed proper protocol of deep tissue massage. Nothing was helping. She contacted the physician on (B)(6) 2012 regarding the nodule under her right eye. It was firm and she was to continue the firm massage five times a day. She contacted the physician on (B)(6) 2012 and received a cortisone injection in her buttock and was supplied with a steroid pack in an attempt to minimize and reduce swelling and the lumps. On (B)(6) 2012, the patient had a follow-up visit to discuss the bump under her eye. The physician told her it was probably an allergic reaction caused by her nail polish. She also suggested it may be bone and not a true nodule. She was suggested to use tobradex, an antibiotic for eye conditions. The physician felt the patient's eyes might be dry and that was contributing to the situation. The lumps and bumps were tricky in the beginning. Some days they would be worse than others. The patient made a decision to try and just wait it out and have this natural substance disintegrate in her face over the course of the next year; this never occurred. When additional large lumps started to appear under the left eye, she saw a facial surgeon who suggested a conservative approach and injected multiple sessions of saline in an attempt to break up the lumps. After almost a year of doing this every few months, the patient was ready to have the excision surgery. Her family was concerned about her appearance as the area under her eyes was extremely distorted from the granulomas. Her first surgery was on (B)(6) 2015, and was a success. The area under her eyes looked very good. During the month of (B)(6) 2015, the patient noticed granulomas and lumps starting to form once again. In (B)(6) 2016, she saw the facial surgeon again and agreed to wait until (B)(6). The lumps and granulomas did increase in size and were in a new area further up her cheek. The sculptra appeared to be migratory. Her second surgery was on (B)(6) 2016. Supposedly, the sculptra matter was entwined in the tissue and was very difficult to remove. A pathology report was sent for review. The specimen was a polarizable foreign body material that was identified in the tissue fragments. Twelve (12) fragments were submitted for examination. She felt she was permanently disfigured. A follow-up report was received on 25-apr-2016 from the food and drug administration (FDA). The letter noted an attached report, mw5060074, dated 07-feb-"2106" that matched the report we had already received on 16-mar-2016 from the FDA. Therefore no new information was added to this case report at this time.

Manufacturer narrative:
Arisg number (B)(4) (version 4) follow-up 1 sae report. Importer's report number: (B)(4) fu1. Meddra preferred term codes: (B)(4) hypersensitivity, (B)(4) malaise, (B)(4) implant site pruritus. CAPA: nothing new to add. Manufacturer narrative: nothing new to add. Pharmacovigilance comment: nothing new to add.

Event description:
(B)(4). A follow up report was received 16-mar-2016 from the food and drug administration (FDA). The FDA reported that the patient had contacted them on (B)(6) 2016 to report an experience with sculptra aesthetic. The patient reported she was using the concomitant treatment of centrum once daily and synthroid 50mcg once daily. The patient reported that she had received sculptra aesthetic injections into the area under her eyes in the fall of 2012. The patient reported that on an unspecified she developed bumps, and when she consulted her physician, the physician attributed the event to an allergic reaction possibly from her nail polish. The patient reported that the bumps were itchy and she was ill. The patient reported that she will require additional surgery to remove the remaining sculptra. No additional information was available.

Manufacturer narrative:
(B)(4). CAPA: the reported events lump, swelling, nodule, inflammation and dermatitis are already addressed in the labeling. The event deformity is assessed as secondary to the lump. No corrective/preventive action is needed. Manufactuer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: a causal relation between the events and the treatment seems possible. The the injection procedure including placement of the product may also have contributed to the events. The case is assessed to fulfill the criteria for reporting to competent authority due to the unforeseeable duration, in combination with the location of the events. The case report fulfills the seriousness criteria of permanent impairment.

Event description:
A report (B)(4) was received on 05-mar-2015 from a female patient who received her first and last injection of sculptra aesthetic under both eyes in (B)(6) 2013. The patient stated that the injection under her right eye was never quite right and that she developed a lump in the injected area under her right eye. The patient got a steroid shot and an oral steroid pack for the lump and the lump dissipated a little (exact date unknown). The lump started to come back and was up and down and was now bigger than it had ever been and another lump formed in the injected area under the right eye. The patient also reported the new onset of a ridge line or a hard line of material in the injected area along the ledge of the bone under her left eye over the past year. The patient stated that she consulted with a different physician regarding the event, a facial plastic surgeon, and received 3 saline injections over the past 6 months to break up the lumps and ridge line. The saline injections helped a little, but not enough. The patient stated that the plastic surgeon will excise the material from the lumps and ridgeline on (B)(6) 2015. The patient stated that she was aware that the product was used off-label and stated that it should not have been. A report was received on 03-feb-2016 from a patient. The patient reported that she was seen by a plastic surgeon who removed the lump from underneath her eyes. The patient stated that she had an undetectable scar lines from the procedure and was pleased with the plastic surgeon. Over the holidays, the patient developed swelling underneath her eyes. The patient had a visit with the plastic surgeon, and the patient will again require surgery. No further information was available at the time. A follow up report was received 25-feb-2016 from the physician. The physician reported that the patient had a medical history of allergy to penicillin and shell fish. The patient had also received restylane injected in the tear trough on (B)(6) 2011, and another unspecified filler in the tear trough on (B)(6) 2012, which were both performed by other physicians at other offices. The patient had also received botox in the past. The patient received 3cc of sculptra aesthetic injected in the bilateral nasolabial folds and mid cheek via 25g needle fanning/crosshatching technique on (B)(6) 2012. The physician is clear that he did not inject the patient superior to the mid-cheek. On 21-sep-2012 the patient reported to the physician that she had a bump in the right lower eyelid area that comes and goes. On (B)(6) 2012 the patient was seen for follow up and was diagnosed with contact dermatitis in the right lower eyelid. The patient was prescribed a depromedrol 40mg im injections as well as a prednisone dose pack, responded well and resolved on (B)(6) 2012. The patient also reported to the physician that she had a nodule in the right lower eyelid that seemed to resolve on its own in (B)(6) 2012. The patient returned on (B)(6) 2013 for botox injections in the glabella area only. No further information was available. A follow up report was received 03-feb-2016 from the patient. The patient reported that in (B)(6) 2015 she developed new lumps, bumps and granulomas under both of her eyes. The patient had consulted with her surgeon in (B)(6) 2016, and discussed a new treatment plan. The patient reported that the surgeon had ordered pathology to be done on the material excised from the patient's tear trough, and the results were consistent with what was expected from sculptra injections. The patient reported that she had also developed inflammation on an unspecified date, and unknown if resolved. The patient reported that she had been permanently disfigured from the sculptra injections. No further information was available.